Manufacturer narrative:
Manufacturing review: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one introducer needle and guidewire from a 14.5 fr d/l hemostar® 19 cm str hemodialysis catheter kit were returned for evaluation. Functional, gross visual, microscopic visual and tactile evaluations were performed. The investigation is confirmed for guidewire stuck in introducer needle, as the guidewire had to be soaked in a bleach solution overnight to remove the guidewire from the needle. Specifically, the investigation is confirmed for guidewire damage, as the wrapping wire on the distal segment of the guidewire showed scratch marks and appeared to be unraveling. Substantial amounts of blood/tissue residue were observed on the guidewire near the damaged portion. Two chips were observed in the needle bevel. After the guidewire was separated from the introducer needle, the proximal end of the guidewire was able to be advanced through the needle. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. Expiration date (06/2020).

Event description:
It was reported that during the procedure there was allegedly difficulty withdrawing the introducer needle. It was further reported that the guidewire was stuck with the introducer needle and a second device was opened to complete the procedure. There was no reported patient injury.